Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08810 inches. Unit was received with intermittent all the buttons response and button error alarm due to corroded keypad traces. Pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with 24 m/dl blood glucose, and had another incident on (B)(6) 2017, with blood glucose of 30 mg/dl at the time of the incident, but did not require emergency treatment. The customer also had an incident on (B)(6) 2017, on (B)(6) 2017 they were at 31 mg/dl, and on (B)(6) 2017 she was at 26 m/dl. The customer used carb intake, soda, and intravenous glucose to treat for the various incidents. The customer experienced symptoms such as loss of consciousness and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also called about their broken belt clip. And a button error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with intermittent all the buttons response and button error alarm due to corroded keypad traces. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.